Manufacturer narrative:
Internal damage of casters.

Event description:
It was reported by svc report that the casters were swiveling when in the locked position and the brakes were not holding. No pt involvement or adverse consequences are reported.